Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to fire the clip, not sure if the clip fed into the jaws. Another device was used to complete with no patient consequence.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, advancer bypass toward tissue, the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The trigger was cycled and during the first firing sequence the tip of the advancer slid towards the tissue stop and the jaws remained in closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. The remaining eleven clips were conforming to manufacturing specifications. Finally, the device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.